Event description:
The customer reported, the display on the unit is not working.

Manufacturer narrative:
(B)(4). The customer reported the display on the unit is not working. The unit was evaluated by phillips and the symptom was verified. The control pca was replaced to resolve the reported issue.